Manufacturer narrative:
Although the doctor identified two different lot numbers associated with the debonding and cement setting up too quickly, he could not verify which lot was used on each patient. The lots involved in the alleged incidents include lot numbers 4690552 and 4741721. The doctor could not recalled patient or incident details. The doctor made a new crown for the patient and re-cemented the crown, without further incident. To date, the patient is doing fine. The product was not returned. The lot numbers 4690552 and 4741721 has been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor's office alleged that one (1) patient had experienced the delamination of a crown and the cement was setting up too quickly for two (2) patients. This is the second of three (3) reports.